Event description:
It was reported that the lead warning triggered the same day as the device implant, and the lead has since exhibited low impedances and minimal noise. Additionally, when an xray was viewed, the lead exhibited a deep indentation. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.